Manufacturer narrative:
Unit received with critical pump error, problem isolated to the force sensor. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was unknown. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.